Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 410-2000, cga, surefit ground pad with 10ft cabel, 100/case, was being used during an unknown procedure on (B)(6) 2022 when it was reported that the ¿patient was blistered from surefit bovie pad upon removal of pad.¿ the procedure was completed, and no alternate device was used. There was no report of delay to the surgery or if the patient received any additional medical intervention. A good faith effort was completed for further assessment information; however, no response was received from the reporter to date. This report is being raised on the basis of injury due to blistering.

Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence was provided therefore the reported event could not be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 15 complaints, regarding 16 devices, for this device family and failure mode. During this same time frame 10,090,060 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0000015. Per the instructions for use, the user is advised that conmed surefit dual dispersive electrodes have not been tested for use during high current procedures and are not recommended for non-standard electrosurgical applications. Additionally, the IFU advises the user to: 1.select a well vascularized site in close proximity to the surgical site 2.always use the largest size pad per patient weight guidelines 3.prepare the skin at the application site according to facility protocol. 4.do not open package until ready to apply to skin. Inspect the pad and cable.check expiration date on package. 5.carefully remove the pad from the disposable liner 6.the pad should be applied to the patient with the long side of the pad perpendicular to the direction of current flow from the operative site. 7.apply the pad firmly to skin 8.attach the pad connector to the generator. 9.to remove the pad, gently support the skin surface and slowly peel away the pad. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 410-2000, cga, surefit ground pad with 10ft cabel, 100/case, was being used during an unknown procedure on (B)(6) 2022 when it was reported that the ¿patient was blistered from surefit bovie pad upon removal of pad.¿ the procedure was completed, and no alternate device was used. There was no report of delay to the surgery or if the patient received any additional medical intervention. A good faith effort was completed for further assessment information; however, no response was received from the reporter to date. This report is being raised on the basis of injury due to blistering.